Manufacturer narrative:
Results: bd was able to confirm the customer¿s indicated issue. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that when the nurse was using the bd posiflush¿ pre-filled saline syringe the plunger rod was broken. There was no report of injury or medical interventions.